Event description:
It was reported that patient with two cmf distractors to treat bi-coronal lambdoid synostosis and apert syndrome has been having issues with the distractors. The left flexible arm of the distractor body came off. It was also reported that the right distractor body is just spinning and not distracting. Surgeon made the decision to use these devices for an off-label procedure, which is not recommended by synthes. No further information is available at this time. This report is for the unknown distractor that fell apart. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Date of event reported as approximately (B)(6) 2013.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was put in place by health professional, but was operated by patient's family member.

Event description:
Surgeon reports distractors will be removed on a date not yet determined. During distraction one flexible arm fell off and the other turned freely causing asymmetrical do. By doing catch up turns they were able to complete do successfully without incident.